Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples are jamming. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and tc 1900054255. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appeared used as there is biological material present on the device. The staples appear properly aligned. The stapler was returned with 27 staples left in the cartridge indicating that at least 8 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with no issues. However, the fourth staple was unable to properly form. At this time, the remaining staples became misaligned. The trigger was engaged several more times with no staples other remarks: firing. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could be determined. The reported complaint of "staplers stuck in unit" was confirmed based upon the sample received. After the first three staples were successfully fired, the remaining staples became misaligned. The misalignment of the staples is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. The stapler was returned with 27 staples left in the cartridge indicating that the stapler was fired at least 8 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples are jamming. There was no patient injury.